Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿bladder burst¿, ¿firmer on the right side¿ and right side ¿she feels that it may also be ruptured¿, citing the ¿feeling of ¿a burst bladder¿. The device remains implanted. This relates to the right side.

Event description:
Device with catalog number c-mhp-410 is not PMA approved or same/similar. This record is no longer reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.